Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the processor/bridge/pace board was replaced and the device was placed back into service. The processor/bridge/pace board was scrapped at the customer's facility and device will not be returning to zoll.